Event description:
During a esophageal banding procedure, the physician used a cook endoscopy six shooter saeed multi-band ligator. (Note: the ligator barrel on this device is attached to tip of the endoscope). While advancing the endoscope into the pt's esophagus the barrel slipped off the tip of the endoscope. The six bands and the trigger cord remained attached keeping the ligator barrel from completely separating from the endoscope. The physician attempted to withdraw the endoscope and ligator barrel unsuccessfully. During the removal attempt all the bands deployed from the trigger cord releasing the ligator barrel into the pt's esophagus. The physician pushed the ligator barrel into the pt's stomach. The barrel was retrieved with an extraction accessory device. Another ligator kit was used to complete the procedure. No additional medical procedure were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: the ligator barrel, trigger cord and handle were returned for eval. Our eval of the returned ligator components was unable to confirm the report as it was described. The section of the barrel that fits onto the endoscope was subjected to a dimensional verification. The barrel meets the appropriate specification for the inner diameter measurement. A discrepancy or anomaly that could have contributed to barrel detachment was not observed during our eval of the returned components. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for the reported observation was unable to be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval of the returned components. However, we can provide the following comments: the instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The instructions for use also caution the user not to place lubricant inside the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel. Another possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment prior to loading the ligator assembly. If the endoscope is wiped free after the initial check, body fluids in this area can be avoided. If the barrel is not advanced as far as possible onto the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the endoscope. The info provided indicated the barrel slipped off the endoscope tip and remained attached by the bands and trigger cord. When withdrawal of the ligator and endoscope from the pt was attempted, the bands deployed and therefore the bands and trigger cord released the barrel from the endoscope tip. Attempting to withdraw a loose barrel that remains attached by the bands and trigger cord can result in deployment of the bands and complete release of the barrel. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.